Event description:
There were difficulties recharging the implantable neurostimulator. Only 2 recharge efficiency boxes would darken (of 8). The patient manually flipped the device, either intentionally or subconsciously many times. The device was upside down. It was a subclavian implant. The hcp 'resolved' the problem. Device registration system indicates 2 new extensions were implanted in 2009.

Manufacturer narrative:
.